Manufacturer narrative:
(B)(4).

Event description:
The pt experienced stimulation in the wrong location, a shocking or jolting sensation, and overstimulation. She said, the device "has never really worked for her." Additional information has been requested, a f/u report will be sent if additional information becomes available.